Event description:
Medtronic received information that this bioprosthetic aortic valve was replaced due to moderate severe aortic stenosis identified by transesophageal and transthoracic echos. Peak gradients were measured at 30 mmhg, with a valve effective orifice area of 0.7 sq. Cm. Paravalvular regurgitation was noted. There was no history of endocarditis. The valve was replaced with no reported pt complication.

Manufacturer narrative:
Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the valve was received in an explant kit consisting of 0.2% glutaraldehyde. All cusps are in the closed position with a gap between the lunula of the left and right cusps. The leaflets are slightly stiff but flexible. There appears to be thin layer of tan thrombotic appearing host material in all cusps along the margins of attachments on the outflow. A thin layer of pannus appears to have extended over the tan thrombotic host material in the left cusp. Remnants of tan thrombotic appearing host material is noted on all leaflets on the inflow adjacent to the inferior coaptive areas. Pannus appears to have been removed during retrieval. Review of the device history record shows that this valve met mfg specifications when released for distribution. Conclusion: the gross analysis shows that the stenosis was due to thrombus and host tissue overgrowth on the valve cusps. The product was explanted and replaced without reported pt complication.